Event description:
A hospital in (B)(6) reported via a distributor that the inspiratory limbs of two rt319 adult breathing circuits were damaged after about five days of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The product referred to in the event description is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the returned rt319 inspiratory limbs were visually inspected. Results: in both cases damage was observed in the tubing, near the elbow, in the form of clamp marks. Conclusion: based on the fact that both circuits were used for five days before the damage occurred it is clear that the damage was caused by the user. Visual inspections are performed on all breathing circuits during production and any that fail are rejected.